Event description:
The customer reported his blood glucose reached "high" less than 8 hours after the pod was activated. He stated he has trouble checking if the cannula was inserted correctly or not during the activation process. Upon removal he noticed there was no cannula coming out of the pod. He was able to activate a new pod and his bg returned to normal range (exact bg level was not provided).

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product met all acceptance criteria.